Event description:
The manufacturer became aware of an allegation of rep dreamstation auto bipap device that the patient alleges that the device is making him sick. Patient complained of sinus infection, sob, admitted to ER (B)(6) 2024 and believed issues are being caused by the device. Patient states he does not used the humidifier, patient replaced tubing and mask monthly, cleaned filter with tap water monthly. Patient was instructed to clean filter with water every two weeks, clean tubing every week with water and soap and let it air dry. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.